Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant info.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event (ae): surgical removal of stent. Time of ae: during the procedure. It was reported that during an iliac artery stenting procedure, via a contralateral approach, the stent was brought to the lesion; however, once at the lesion, per angiography, it was felt the stent size chosen was too small for the lesion. Upon removal, the stent dislodged from the balloon at the distal end of the sheath. Snaring was unsuccessful, so the vascular surgeon attempted a cut down. The pt became unstable and was taken to surgery, where the stent was surgically removed. There was no adverse pt sequela reported. Reportedly, the pt is doing well and has since been discharged from the hospital. Although requested, there was no additional info provided.